Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided nor could the customer provide specific dates when the elevated bg¿s occurred. Bg level was corrected with a bolus via the pump. The customer cleared the alarm and resumed insulin delivery.